Event description:
It was reported via repair work order that the zoom drive continues to run after the handles have been released due to malfunctioned csi box. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.